Event description:
Exam was performed explicitly for pressure measurements to determine bypass number. Pressure wire was inserted and attempted to continue with readings. When removing wire, it caught on previously implanted stent in which she was going to have bypassed with pressure readings. Wire and mechanism was separated and outer wrapped wire separated and is still caught inside of left main coronary artery. Pt went straight to bypass. Dates of use: (B)(6) 2014. Diagnosis or reason for use: pressure measurement.